Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette detection error. Service history review identified this device has not been in for service in the previous 12 months. Visual and functional testing was performed. Cassette locked but not latched error was duplicated. Lots of contamination was found at latch/lock area. The latch/lock mechanism was not working. The downstream occlusion (dso) seal showed moderate bubbling. The probable cause of the reported problem was latch/lock mechanism. Replaced dso sensor and latch/lock assembly. After repair the device passed all functional tests.